Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The commander delivery system was discarded and was not available for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. In this case, although the exact cause of the event cannot be confirmed, patient factors (valvular calcification) likely contributed to the balloon burst/puncture during the deployment of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, difficulties were encountered crossing the native aortic valve due to the valvular calcification. Balloon aortic valvuloplasty (bav) was successfully performed. A 26 mm sapien 3 valve, prepared with 1 cc less than nominal, was then inserted and positioned across the native valve. When the valve was fully inflated, the delivery system balloon ruptured. The delivery system was removed from the ventricle. No paravalvular leak was noted on echo. The valve was stable and no post dilation was required. The delivery system was removed with ¿normal¿ resistance. No injury to the patient was reported. Examination of the delivery system following removal was performed. The balloon was intact, not ¿split¿, but appeared to have a puncture/hole. Post deployment echo looked ¿great¿. The patient was transferred in stable condition. Mild to moderate valvular calcification was reported to be observed on the CT scan; however, the calcification appeared much greater on flouro. The commander delivery system was discarded following the procedure and is not available for evaluation. The valve remains implanted in the patient. Per medical opinion, valvular calcification contributed to the balloon burst.